Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. A labeling review was conducted and found to adequate for the potential use error(s) in the complaint.

Event description:
It was reported that the ventilator failed the internal leakage test and the pressure transducer test during pre-use check. (B)(4)

Event description:
This is a report by a baxter employed nurse from (B)(6) of peritonitis. A break in aseptic technique was reported. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake, did not wear a mask and area not clean before starting dialysis." On (B)(6) 2010 the patient was diagnosed with peritonitis. No culture or peritoneal effluent analysis was done. On (B)(6) 2010 the patient began remedial therapy with fortum (1gm, daily, ip) and reflin (1gm, tid, ip). Therapy was ongoing as well as remedial therapy with reflin and fortum continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.